Event description:
Facility called stating that the ground plug on the 5310ivc semi electric bed, part of the bed-36ivc bed package, has allegedly broken off. No injury. The malfunction has not been confirmed.